Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set 1, inratio = 3.0, lab = 2.6 - performed an hour apart; set 2, inratio = 4.2, lab = 3.6 - performed an hour apart; set 3, inratio = 3.8, lab = 2.6 - performed 12 hours apart.

Manufacturer narrative:
Set 1, inratio = 3.0, reference = 2.6, mean = 2.80, confidence_limits = 1.8-4.2; set 2, inratio = 4.2, reference = 3.6, mean = 3.90, confidence_limits = 2.3-5.7; set 3, inratio = 3.8, reference = 2.6, mean = 3.20, confidence_limits = 1.9-4.6. Tests done more than three hours apart. Summary: end-user reported accuracy discrepant test result. Test result data was provided by end-user. When the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. Mean calculation revealed all inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. There is no sufficient information to determine the root cause of end-user's discrepancy. No corrective action is required as no product deficiency was established. As of today, no product is expected to return. No further investigation is required at this time.